Event description:
The manufacturer received a "a retrospective data collection of the internal fracture fixation and bone fragment fixation with darco headless compression screws" that contains collected data on the usage and the outcomes of darco headless compression screws. The chart review of all records was performed between 18 and 31 october 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, there were 5 patients (7 screws) with delayed union. This is patient 3 out of 5, screw 1 out of 1.

Manufacturer narrative:
The reported event that the patient had delayed union could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.